Event description:
A report was received that the patient was in the hospital due to an infection around both incision sites that occurred after the implant. The symptom was redness. The patient was treated with antibiotics. The physician believed that it was not device or procedure related but something to do with the patient. The patient underwent an explant procedure.

Manufacturer narrative:
Date of event: (B)(6) 2014. Additional suspect medical device component involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.